Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10

Event description:
It was reported that the bd micro-fine¿ + pen needle was broken. The following information was provided by the initial reporter, translated from chinese to english: after installing the needle, the nurse found that it was difficult to ventilate, so she removed the needle to find out the reason, and the needle broke.

Event description:
It was reported that the bd micro-fine¿ + pen needle was broken. The following information was provided by the initial reporter, translated from chinese to english: after installing the needle, the nurse found that it was difficult to ventilate, so she removed the needle to find out the reason, and the needle broke.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.